Manufacturer narrative:
The unit had an intermittent button response due to all of the flattened button dome switches. The unit had a broken reservoir tube lip, a cracked case at the display window corner, a minor scratched lcd window, and a cracked belt clip slot at the battery tube threads area. (B)(4).

Event description:
The customer called in to report that the top rim of the reservoir compartment was chipped off and the buttons occasionally stick and that it happened during normal use. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.